Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they was in an emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 488 mg/dl. The customer was treated with intravenous fluids. Customer did not want to troubleshooting. The insulin pump will not be returned for analysis.